Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer resumed insulin delivery and delivered boluses. Customer's blood glucose level was 127 mg/dl.